Manufacturer narrative:
(B)(4). When the device has been removed, replaced and returned, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, the patient implanted with this device reported hearing beeping tones from the device. The patient was seen in clinic and interrogation of the device revealed a code 1003 alert message, indicating the voltage was too low for the projected remaining capacity. A data disk was reviewed by engineering confirming the low voltage fault had occurred. No other suspicious faults or resets were stored within the device memory. As the device hardware if not detecting the loss of battery energy, the battery status indicators are inaccurate. Device replacement was recommended within the next month. No adverse patient effects were reported. A replacement procedure is intended, however as of this date, has not been scheduled.

Manufacturer narrative:
(B)(4). A replacement procedure was performed. This device was removed, replaced and returned for analysis. Upon receipt to the post market quality assurance laboratory,this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.